Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that the kit cobas 6800/8800 mpx 96t ce-ivd assay performed within specifications. No systemic issues were identified during the review of batch trends, product release, stability data, internal non-conformance records, or change records. It is well established that hepatitis b surface antigen (hbsag) and hbv dna levels can be discrepant in chronically infected individuals who are anti-hbc positive. The investigation was limited as results and additional testing with a different viral load assay were not available. A definitive cause for the reported event could not be determined based on the available information.

Event description:
The initial reporter alleged discrepant results between the kit cobas 6800/8800 mpx 96t ce-ivd assay and a competitor assay for sample ID (B)(6) tested on the cobas 6800 instrument. The customer reported that the sample was non-reactive for hepatitis b virus (hbv) with the kit cobas 6800/8800 mpx 96t ce-ivd assay. The same sample had previously tested reactive for hbv with a competitor assay, which is used as a screening assay. Serology testing for the sample was positive for hepatitis b surface antigen (hbsag) and hepatitis b core antibody (anti-hbc). Following the non-reactive result with the kit cobas 6800/8800 mpx 96t ce-ivd assay, the sample was retested with the competitor assay and was again reactive. The disposition of the donation is unknown, but it was intended to be returned to the donor and not released for general use.